Manufacturer narrative:
The reported event of having difficulties to interrogate and connect the device after implant was confirmed. The root cause of having difficulty to interrogate is due to the communication quality of the ble agent within the device and due to the ble proxy of the merlin programmer software, which resulted a loss of ble during interrogation. No other anomalies were found.

Event description:
It was reported that after the procedure, the implantable cardiac monitor (icm) was failed to be interrogate. The icm was successfully interrogate after the merlin programmer placed closer to the patient. The patient was stable throughout the procedure.